Event description:
Caller reported that insulin gauge displayed an incorrect amount, with the pump currently experiencing a fill estimate issue showing a static value of 70us, which did not change despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained to the caller that this situation could occur due to discrepancies in pressure measurements used for calculating insulin levels, and the gauge would function normally once the insulin amount matched the static display. Caller understood and acknowledged the explanation.